Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there the heater bag disconnected from heater line during therapy, which is a known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one. The patient was connected at the time of the alarm. The patient stated that the heater bag disconnected from heater line during therapy. The baxter technical service representative (tsr) assisted in clearing the alarm and ending therapy. The patient set up with all new supplies. The tsr reviewed proper procedures with the patient there was no patient injury or medical intervention associated with this event. No additional information is available.